Event description:
A customer contacted beckman coulter inc. (Bci) regarding glucose module (glucm) results generated by the unicel dxc 800 pro synchron chemistry analyzer that were not duplicating for multiple patients and exhibited qc imprecision. If the glucm results do not match, then the sample is run on another instrument for confirmation. Erroneous results were not reported outside the laboratory. No specific sample results were provided by the customer for this event. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No service call has been generated to date that pertains to this event. Previous service calls have been generated and field service engineers (fses) have not found any hardware issues. Customer noted a "sticky" buildup on the face of the electrode the past few months. Customer is now replacing the electrode earlier than the recommended 6 month interval when qc or calibration fails. Electrodes have been returned to bci for further investigation by development. Bci qa requested the customer to return unused blood sample tubes for further investigation. Root cause is unknown at this time.